Event description:
It was reported on (B)(6) 2025 a 30-25mm amplatzer pfo occluder was selected for implant using a 9f amplatzer trevisio intravascular delivery system to treat a patent foramen ovale (pfo). The devices were prepared per instructions for use (IFU). During implant the right disc of the occluder took on a thick and bulky appearance. The occluder was re-sheathed twice and re-deployed three times, however the occluder still maintained the bulky shape. The occluder was not released from the delivery cable. The occluder was removed from the patient and replaced with a new 30-25mm amplatzer talisman pfo occluder, which was implanted successfully. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. There were no adverse effects to the patient. The patient status was stable. The user believed the polyester material inside the disc caused the right disc to not settle and believed it was folded over and was not deploying as intended, though this was not confirmed.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined that the cause of the reported device deformity could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 30-25mm amplatzer pfo occluder was selected for implant using a 9f amplatzer trevisio intravascular delivery system to treat a patent foramen ovale (pfo). The devices were prepared per instructions for use (IFU). During implant the right disc of the occluder took on a thick and bulky appearance. The occluder was re-sheathed twice and re-deployed three times, however the occluder still maintained the bulky shape. The occluder was not released from the delivery cable. The occluder was removed from the patient and replaced with a new 30-25mm amplatzer talisman pfo occluder, which was implanted successfully. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. There were no adverse effects to the patient. The patient status was stable. The user believed the polyester material inside the disc caused the right disc to not settle and believed it was folded over and was not deploying as intended, though this was not confirmed.